Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones. A remote interrogation was attempted at the request of the clinic but could not be completed. The patient presented to the hospital where tones were confirmed. A programmer interrogation of the device and magnet reset were both attempted but unsuccessful. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted the device header was firmly attached. The device was able to be interrogated and a memory download was performed successfully. Review of the memory log found the device experienced a reset loop. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Simulated induction testing and internal shocks were performed which the device did not complete successfully. The device case was removed to facilitate inspection of the internal components; no irregularities were noted. Analysis determined the reported observations were the result of the reset loop, the root cause of which could not be determined.